Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unspecified cartridge, handpiece and viscoelastic. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A purchasing agent reported an unknown lens issue that occurred during an intraocular lens (iol) implant procedure. It was reported as: "drifting posterior remove lasted different lens". Unknown patient harm was reported. Additional information has been requested.

Manufacturer narrative:
(B)(4).